Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Insulet received an email from a healthcare provider reporting two events involving hospitalizations for diabetic ketoacidosis (dka). In both events, the patient reports not applying a new pod in time, resulting in the hospitalizations. The patient had worn the pod for the full 72-hour wear period or longer, removed the pod and did not apply a replacement pod. The patient reported that the pods functioned normally during use, and no elevated blood glucose (bg) occurred until insulin delivery was interrupted following pod removal. The first event occurred in late december 2025, (approximately december 23rd). During this wear period, the patient was wearing the pod on the arm and reported bg levels between 6.7 to 10.0 mmol/l (121-180 mg/dl) with no high bg readings and no pod-related issues. After completing the 3-day wear period, the patient removed the pod and did not apply a replacement while waiting for several days for new pods from the pharmacy. The patient intermittently used insulin pens during this time; however, bg levels increased, and the patient was hospitalized for dka. No device malfunction was reported. The second event occurred on january 23, 2026. The patient was wearing the pod on the leg. The patient reported bg levels around 10 mmol/l (180 mg/dl) during use, with no infusion-site concerns. After removing the pod at the end of the wear, the patient ¿who reported experiencing anxiety¿did not apply a replacement pod in a timely manner. The resulting interruption of insulin delivery led to elevated bg at 16 mmol/l (288 mg/dl) and hospitalization for dka, the patient confirmed that a pod was not worn at the time of the elevated bg or when medical attention was sought. No additional information regarding the duration of either hospital stay or the treatments administered was available at the time of reporting. If additional information is received, a supplemental report will be submitted. This report covers the first event.